Event description:
This MDR is filed to give a response to ufr (B)(4).

Manufacturer narrative:
It was reported in ufr (B)(4) that the therapist wanted to start inline suction and was not able to pass the suction catheter through the neonatal endotracheal tube (ett). After disconnection of the ett from the hose system, a sieve of the flow sensor was found in the ett connector. A plastic ring, which normally holds the sieve in position, was missing. The flow sensor was made available for investigation on manufacturer site. The sensor was found in a good condition without mechanical damage. Sieve and plastic ring were missing. Requests in the hospital revealed that a disinfection agent was used for this sensor, which is not recommended in the instructions for use (IFU). It was concluded that the agent had degraded the bonding of the plastic ring, which was already missing prior to use of the sensor. Without the ring, the sieve could reach the ett connector. As the diameter of the sieve is much bigger than the inner diameter of the ett, it can be excluded that the sieve can pass the ett. The flow resistance of the sieve is low as normally the inspired gas has to pass it. Consequently, the observed position of the sieve has no consequence for the ventilation. If nevertheless any occlusion would occur, the ventilator will generate alarm as soon an alarm limit is exceeded. The reported event is a rare case. It is described in the IFU that the ett has to be disconnected from the hose system during suctioning.